Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the pump alarm was that the pump was out of medication for an unknown period of time. The patient was in the process of moving back to south dakota to be with other family when it was found that the pump was alarming and had been for an unknown period of time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2023 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-jul-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal gablofen 500 mcg/ml at 75 mcg/day via an implantable pump for unknown indications for use. It was reported that the rep learned that the patient had not been able to get to a past pump fill due to some family issues and her pump had run out of medicine during her move from a previous state to her current state and had been alarming for some time. The family was not sure how long it had been out of medicine. A pump replacement was scheduled and during the replacement surgery, they were unable to perform a successful dye study and thus a catheter revision occurred. The hcp removed part of the spine segment that was placed intrathecally and replaced the spine segment. After connecting to the remaining previous spine segment and pump segment, successful aspiration was found. It was indicated that there was no environmental/external/patient factors that had led or contributed to the issue beside what was described above. Actions/interventions taken included a catheter revision and pump replacement. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but would not be made available.